Event description:
It was reported to Boston Scientific that a Suture Cinch was utilized during an Endoscopic Sleeve Gastroplasty (ESG) procedure on (b)(6) 2026 for the treatment of obesity.During the procedure, the Suture Cinch handle did not deploy the cinch. The staff attempted to manually break the handle to manually deploy it however it did not work, the cinch did not cut the suture. The procedure was completed with another of the same device. There were no patient complications as a result of the event.

Manufacturer narrative:
Block H6:IMDRF code A050702 captures the reportable event of Failure to CutIMDRF code A150101 captures the reportable event of Failure to DeployIMDRF code F2301 captures the reportable event of Additional Device Required.